Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm vollure¿ xc in the bilateral marionette lines, nasolabial folds and oral commissures. The patient was pre-treated with ¿numbing skin cleanser, blt cream, chg swabs and puryacin.¿ approximately four months post injections, the patient reported having ¿two hard pockets, that are red, dime sized, under the skin at the corners/edge of mouth.¿ one week later the patient was seen in the office and noted ¿erythematous nodules to bilateral marionette areas and right mid nasolabial fold and redness and swelling to oral commissures.¿ these are painless cool to the touch firm nodules. No pain with deep palpation and normal capillary refill. Patient reports no illnesses, no vaccines or dental work. No new medical diagnosis. At home patient has tried to massage this area out, but it is not improving. The hcp diagnosed the patient with ¿delayed onset inflammatory nodules.¿ the hcp advised the patient to massage at home and a small amount of heat being ok. That same day the patient was treated with hylenex® ¿2 ml used: 1.1 ml to left marionette area, 0.8 ml to right marionette area, 0.1 ml to right mid nasolabial fold using 30 g needle.¿ hcp ¿reports that ¿nodule¿ only minimally softened with injection and massage.¿ the patient was also prescribed antibiotics keflex 500mg 4x/day x5 days and diflucan 150mg. The next day, the patient checked in with the hcp and ¿stated no resolution of redness, swelling, or firmness. The patient was also treated with medrol dose pack. Symptoms ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.